Event description:
On (B)(6) 2010, hernia repair with mesh for recurrent incisional hernia presented with a 4 cm bulge above the umbilicus on CT scan. On (B)(6) 2010, recurrent incisional hernia repair.